Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be in fair condition with a component falling out of pcb board. The device underwent functional testing by filling the tank with water and powering on. Device was noted to have run for two hours with no alarming sounds; customer complaint unable to be confirmed. The damaged pcb board was replaced however. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that the drain of a smiths medical level 1 hotline blood and fluid warmer was alarming. No adverse effects were reported.